Event description:
According to literature article dated 14/mar/2017, "treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience," which discussed a 20 year old hispanic male was treated with coolsculpting on 08-sep-2015 to the lower abdomen using 2 cycles with a legacy coolcore applicator. The patient was treated with coolsculpting on 10-sep-2015 to the upper abdomen using 2 cycles with a legacy coolcore applicator. The patient was treated with coolsculpting on 15-sep-2015 to the flanks using 2 cycles with a legacy coolcore applicator. In december 2015, the patient was diagnosed with coolsculpting to the abdomen and flanks. In august 2016, the patient had pal to correct the abdomen and flanks.

Manufacturer narrative:
Treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience,". (N.d.). Treatment of paradoxical adipose hyperplasia following cryolipolysis: a single-center experience,". Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.